Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0872 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of 31-jan-2022 found bolus deliveries of 0.225u at 00:02:53.000, 0.225u at 00:07:53.000, 0.175u at 00:12:51.000, 0.15u at 00:17:49.000, 0.2u at 00:22:51.000, 0.225u at 00:27:53.000, 0.675u at 00:32:48.000, 0.225u at 00:37:53.000, 0.225u at 00:42:53.000, 0.125u at 00:47:51.000, 0.125u at 00:52:49.000, 0.2u at 00:57:51.000, 0.15u at 01:02:51.000, 0.15u at 00:17:49.000, 0.1u at 01:07:47.000, 0.125u at 02:02:49.000, 0.225u at 03:02:53.000, 0.15u at 00:17:49.000, 0.225u at 04:02:53.000, 0.75u at 05:02:49.000, 0.075u at 06:17:47.000, 0.225u at 07:02:55.000, 0.05u at 08:12:47.000, 0.025u at 09:07:45.000, 0.225u at 10:02:55.000, 0.225u at 10:02:55.000, 0.225u at 11:53:00.000, 0.2u at 12:02:53.000, 0.225u at 13:12:55.000, 0.2u at 14:02:51.000, 0.225u at 15:07:53.000, 0.225u at 16:02:55.000, 0.225u at 19:27:55.000, 0.225u at 20:02:53.000, 0.225u at 21:02:55.000, 0.075u at 22:12:49.000, 0.225u at 23:02:55.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, label damage, cracked case(battery tube), and cracked case-corner of belt clip rails. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer alleged insulin pump was over delivering because it was not suspending when it should. Customer's blood glucose level was 4.1 mmol/l at the time of incident, which was treated with food. Trouble shooting was performed. Insulin pump was exposed to strong magnet as it was worn during magnetic resonance imaging. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.